Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not functioning. A field service engineer (fse) identified a non responsive keyboard with no caps lock indicator, confirming a power issue. Device manager power settings were verified and found correct, after which the keyboard was replaced due to hardware failure and the station was rebooted. Post-repair, keyboard functionality was tested successfully, and the station was confirmed to be operating normally. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es keyboard functioned intermittently and was replaced with a manual computer keyboard. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.